Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5.5 cm abdominal aortic aneurysm. It was reported that a type ib endoleak from the left limb was observed at a follow up appointment. An intervention was performed and a 16x13x93 extension was placed. This reportedly resolved the event. The physician stated that the cause of the event was vessel dilation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.